Event description:
The manufacturer received information alleging a ventilator lost the ability to charge and shut down. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator lost the ability to charge and shut down. The device was returned to a third party service center and the customer's complaint was confirmed. The device's system board and power supply were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator lost the ability to charge and shut down and the system board and power supply were replaced by a third party to address the issue. Additional information provided by the third party service center states the device failed test steps during testing. The device's blower assembly and machine flow sensor need to be replaced to address the issues.